Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) spoke with the facility's biomedical engineer who stated that they were aware the cardiosave was brought to their department after hours; however they received a message after that there was no problem with the iabp. The iabp was then picked up and put back into clinical use prior to the stm arrival. There was no additional information available, and there was no checklist completed as there was no onsite visit. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that an unknown issue occurred on the cardiosave intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.